Manufacturer narrative:
It was reported to abbott, a patient was feeling a severe excruciating jolting pain since the day before. The patient did not have their patient controller with them. The clinical specialist reported the patient never answered their calls or responded back. On (B)(6)2023, the patient called technical service and reported that they were still in pain and needed assistance from a rep. The ipg was issuing the replace generator soon message. Lead migration was confirmed on x-ray. Surgical intervention was taken where the ipg and both leads were replaced on (B)(6) 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-06823. It was reported that the patient was experiencing a jolting sensation and inadequate relief from their scs leads. X-ray imaging was undertaken and revealed that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced and therapy was restored.

Manufacturer narrative:
A4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. B3: event date is estimated.